Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is underway. Upon investigation, it was found that the rear 1 wire therapy electrode (te) did not deploy gel. Upon evaluation, there were three blisters out of ten on the rear 2-wire therapy electrode which did not deploy gel. An internal corrective action was initiated. Per ansi/aami df80, two tes have sufficient surface area for adult external defibrillation. In this event, two of the three tes deployed gel. The impedance reading was 47 ohms for the first treatment and 55 ohms for the second treatment. Those values are within normal range. The root cause for this failure is currently underway. A supplemental MDR will be sent upon completion of the investigation. Device evaluation of monitor sn (B)(4) was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): 10/31/2009 - reuse; electrode belt sn (B)(4): 08/19/2014 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was treated two times on (B)(6) 2015 at 11:11:50 and 11:23:38. The rhythm at the time of the first treatment was atrial fibrillation (af) with rapid ventricular response which was an inappropriate shock. The second treatment was appropriate which converted ventricular fibrillation (vf) to bradycardia successfully. A heart rate over the treatment threshold contributed to the first shock which was inappropriate. A review of the downloaded data indicates that the response buttons were pressed during the event but not during the treatment sequence that resulted in the defibrillation shocks. The patient was admitted to the hospital, and did not continue to wear the lifevest.